Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument jaws did not open or close properly. The procedure was completed with no reported injury. On 10-oct-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: jaws do not open or close properly. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use in the or with no damage noted. The issue occurred while trying to load the clip onto the clip applier prior to being inserted into the patient. The jaws of the clip applier did not open or close as they should. The issue was not related to the jaws remaining static/not moving when the surgeon commanded movement. The issue was related to unexpected motion of the clip applier while attempting to clip. The issue was not related to an unsuccessful clip application or the clip opening after closure of the clip. Medium-large hem o lok clips were used for the procedure. The vessel or tissue bundle was not greater than what is specified in the IFU. The surgical tech asked the circulating nurse for another clip applier to resolve the issue.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. ..